Manufacturer narrative:
The cause for the discordant (B)(6) confirmatory results is unknown. The quality control (qc) was in range at the time of testing. There is no sample left for additional testing. Field service engineer has gone onsite and replaced multiple parts. Based on the service activity related to this complaint it is inconclusive to determine if a mechanical malfunction could have contributed to the discordant result. All other samples from this patient resulted as (B)(6). Based on the information provided pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the discordant (B)(6) result, pre-analytical factors or sample issue cannot be ruled out. The hbsag confirmatory (conf) assay instructions for use (IFU) states in the interpretation of results section: "for diagnostic purposes and to differentiate between acute and chronic hbv infection, the detection of hbsag should be correlated with patient clinical information and other hbv serological markers. It is recognized that presently available methods for detection of hepatitis b surface antigen may not detect all potentially infected individuals. A nonreactive hbsag test result does not preclude the possibility of exposure to or infection with hepatitis b." The results section of the advia centaur hbsagii IFU states: "samples with an index value of >/= 1.0 but </=50 are considered reactive (positive) for hbsag. The test must be repeated in duplicate. If 2 of the 3 results are nonreactive, the sample is considered negative for hbsag. If at least 2 of the 3 results are reactive, the sample is repeatedly reactive, and the presence of hbsag should be confirmed with the advia centaur hbsag confirmatory assay, additional hbv marker assays, or another approved confirmatory method."

Event description:
Customer observed an initially (B)(6) advia centaur hbsagii result from a patient who historically had been (B)(6). The result confirmed (B)(6) with the advia centaur xp confirmatory (conf) test. There are no reports that treatment was altered or prescribed or adverse health consequences due to the initially (B)(6) advia centaur xp hbsagii result that confirmed (B)(6) with the advia centaur xp conf test.